Manufacturer narrative:
Previously stated the lens has not been returned for evaluation. Updated: the lens has been returned and evaluated. Device evaluation: lens was returned in a microcentrifuge vial. Visual inspection found the lens has a curved shape. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This product is manufactured but not marketed in the u.s. (B)(4). Device not returned to manufacturer.

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, diopter -9.50/+4/080 implantable collamer lens, into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged for a shorter lens due to the patient experiencing excessive vault and significant reduction of irido-corneal angles. The problem was resolved. As of the date of MDR submission, the lens has not been returned for evaluation.